Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pocket revision was performed due to the patient stating it was bothersome. The device appeared to be sticking out under the skin. Cautery was used to expand the pocket in order to make it more comfortable for the patient. The procedure was completed with no known complications to the patient at time. Approximately two weeks later, it was discovered that the wound created from expanding the pocket was not healing properly. A second procedure was performed to address the wound. The pocket was closed. Approximately one week later, a third procedure was performed as the wound continued to not heal properly. A decision was made at that time by the physician to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to concern for potential infection. The patient will eventually be implanted with a transvenous device system at a later date. No additional adverse patient effects were reported.